Event description:
It was reported to medtronic minimed that the customer noticed a crack at the battery site of the pump and alleged on the pump was not delivering insulin. The customer reported blood glucose value of 527 mg/dl. The customer reported on the hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1880. Troubleshooting was performed. It was unknown whether the customer was using an insulin pump system within 48 hours of the reported high blood glucose event and the auto mode/smart guard feature was active or not at the time of the reported event. Customer was reported that the damage was affecting/impacting pump functionality. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No further patient complications were reported. Mmt-1880 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest, and displacement accuracy test. No unexpected no delivery alarms noted during testing. Successfully downloaded history files and traces using thump. Multiple nodelivery alarms starting on (B)(6) 2025 03:12:03.000 to (B)(6) 2025 23:00:31.000 during bolus delivery. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, damaged keypad overlay texture, cracked case (battery tube), cracked battery tube threads, and scratched case. No unexpected insulin flow alarms/nodelivery alarms and cracked battery tube area were confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.